Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was not confirmed. A review of the downloaded controller event log file spanned approximately 5 days (20sep2024 ¿ 24sep2024, and 17oct2025 per time stamp). There were no notable alarms active in the log file that would result in a controller internal fault alarm. The pump appeared to function as intended. A review of the downloaded controller periodic log file spanned approximately 11 days at 1-hour intervals (B)(6) 2024 per time stamp). There were no other notable alarms active in the log file. The returned system controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. A root cause for the reported event was not conclusively determined through this analysis. Device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. B and the heartmate 3 lvas patient handbook, rev. D are currently available. Heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including replace controller alarm conditions, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The heartmate 3 patient handbook section 2-¿how your heart pump works¿ explains the system controller user interface symbols and alarms, including the pump running symbol. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a "replace system controller" alarm occurred. The controller would be exchanged.